Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after connecting this right ventricular (rv) lead to this device pacing failure was displayed while suturing. No issues were noted with the pacing thresholds. The system was reconnected and rechecked. The pacing thresholds were checked with the pacing system analyzer (psa) and no issues were seen. A new device was then connected with no issues noted. This device will not be returned due to possible infectious disease, and the rv lead remains implanted. No adverse patient effects were reported.